Manufacturer narrative:
Event date: exact date unknown, event occurred a few months from the date of implant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700 , model: sc-8336-70 , serial: (B)(4), batch: 18432725.

Event description:
It was reported that the patient was experiencing migraines caused by stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. The explanted ipg and lead were discarded by the medical facility.